Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an "upside occlusion message on every attempt" was confirmed by baxter service personnel. It was not stated whether this condition was duplicated. The root cause of this condition was determined to be a defective pump head module. The pump head module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Event description:
This is a report from baxter-(B)(4) of a colleague infusion pump in which the device is coming up with an upper side occlusion message during bio-med testing. There was no patient involvement, injury or medical intervention. No additional information is available. The software version for this device is currently not known.